Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to visualization of particles and device has a foul odor. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, rear panel o-ring, p4 power connector. Missing accessory module flip door. Unknown contaminate was observed on the inside of the top and bottom enclosures, inside the ui and rear panels. Liquid ingress was observed on the blower and blower box. Pil technician observed an odor consistent with foam degradation. A contaminate consistent with keratin was observed on the blower box. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. The device's event logs were downloaded and reviewed by manufacture. The manufacturer found no errors. The manufacturer powered up the device and confirmed airflow. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was observed in the base unit.